Event description:
The account alleged the siderails were not locking. No pt impact.

Manufacturer narrative:
The technician found the cause was the sidearms were worn and not allowing the left intermediate siderail to latch. The technician replaced both siderail sidearms on the left intermediate siderail to resolve the issue.